Manufacturer narrative:
An event regarding fracture involving an abg cup and insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the devices were not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded: the primary surgical report is straightforward without issues reported while the revision report mentions a cystic lesion near the hip joint filled with grey matter, probably a granuloma as caused by the ceramic debris of the insert fracture. A more accurate description of conditions around the event with x-rays to evaluate to component position are required to potentially solve this case. Without such, current information is not enough to establish a root cause of failure with adequate certainty. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the root cause of this event could not be determined based on the information provided.

Event description:
The implant surgeon at the clinic reported the following event : "rupture of a ceramic acetabular implant which is part of an abg ii modular implantation in 2009. Patient underwent surgical revision with presence of a periprosthetic granuloma. Patient had pain before the fracture of the ceramic insert and complicated dislocation of his total hip prosthesis."

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic insert. Additional information, including the return of the device has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
The implant surgeon at the clinic reported the following event : "rupture of a ceramic acetabular implant which is part of an abg ii modular implantation in 2009. Patient underwent surgical revision with presence of a periprosthetic granuloma. Patient had pain before the fracture of the ceramic insert and complicated dislocation of his total hip prosthesis."